Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer noted that after an hour into the operation, the harmonic ace insert head suddenly broke off and fell inside the patient. The fragment was visually located and retrieved during the same procedure. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. On 08-jun-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the device was reportedly inspected prior to use, and no issues were noted. The device was in use for 15 minutes and performed as intended up until it broke. The surgeon was dissecting tissue at the time of the event. The device did not make contact with any other instrument or hard material during the surgical procedure. After the blade broke off and fell inside the patient, the fragment was visually located and retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The device was not removed prior to the breakage. There was no resistance upon final removal of the device through the cannula. The surgical staff did not notice any other damage to the device or cannula after the event occurred. It was confirmed there was no patient harm, injury or adverse outcome. The device is available for return to isi for evaluation. A video recording of the procedure is not available, but images of the device damage were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace insert for evaluation, but the device has not yet been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following the completion of the analysis and/or if additional information is received. The device information cannot be verified through the system log review as there are no logs available for si harmonic ace inserts. Images of the harmonic ace insert related to this event were received and reviewed. The images confirmed that the harmonic ace insert blade was missing/detached. Root cause of the failure mode cannot be confirmed without the returned device. This complaint is being reported due to the following conclusion: during a da vinci-assisted liver resection surgical procedure, it was alleged that the blade of the harmonic ace insert broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The harmonic ace insert was found to have a broken blade. The blade broke at roughly 0.323¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is typically attributed to mishandling/misuse.